Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/19/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to engage; the contrast button required increased force to elicit a response. There was evidence of contamination found under the all key contacts. Unrelated to the complaint, evaluation revealed a display screen that was dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the down arrow button was unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.